Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the hakim programmer was returned for evaluation: DHR - no discrepancies failure analysis - the vpv programmer received with transmitter. Programmer and transmitter are working properly and there was no fault found. The reset, safety and functional test must be performed. The repair, reset, functional and electrical safety test performed. Root cause - the device met specifications. The possible root cause of the error message identified during investigation may occurred if the transmitter is disconnected during the self test or due to mains supply perturbation. Furthermore, the possible root cause of damaged device could be due to a bad handling from the user.

Event description:
A facility reported overheating of a hakim programmer. No patient or medical staff impact.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.